Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus) balloon. The balloon was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 pressure regulating balloon (prb) due to unspecified reason. Additional information stated that the balloon herniated out of the original implanted space.